Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. The device was post-paced t-wave oversensing. Programming changes were made. During a subsequent follow up, post-paced t-wave oversensing was observed once again. Programming changes were recommended but not made at this time.